Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent "alif l2-l5, posterior laminectomy fusion l2-5" using rhbmp-2/acs. Post-op, the patient developed nerve damage in limbs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion where rhbmp-2/acs was implanted with a metal cage. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.